Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced bleeding, incontinence, recurrent urinary tract infections, erosion of the mesh, excess scar tissue, dyspareunia, abdominal and pelvic pain. All other information is unknown and unavailable.